Event description:
I got mcghan saline implants 330cc around 2008. A few months after getting the implants, I developed a severe case of insomnia that I still struggle with today. In 2014, I started having multiple auto-immune issues such as raynaud¿s alopecia areata, vertigo, blurred vision, and severe pain in my left rib cage. I¿m a healthy and active (B)(6) y/o woman, and my doctors couldn¿t identify why all of a sudden all of these symptoms started. I came across an article on breast implant illness and immediately saw the connection and multiple women with implants shared the same symptoms. I had my implants removed in (B)(6) 2018 and can say that my vertigo, blurred vision, alopecia and raynaud¿s have seemed to disappear.